Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02141. Follow-up identified the patient is no longer on antibiotics. The physician stated the patient's infection had improved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-02141. It was reported the patient had developed a (B)(6) infection and had been receiving antibiotics for approximately three weeks. The patient is being monitored closely by the physician.